Manufacturer narrative:
The service found out that keyboard cable was interrupted, for this reason proceeded with its replacement. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported the button (+) not working.